Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's atrial lead exhibited noise, triggering an alert for fine atrial fibrillation. No intervention was performed. The patient was stable.